Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned.the reported patient effect of dissection, as listed in the xience xpedition, everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and mild calcification in the proximal right coronary artery. The lesion was pre-dilated and a 3.0 x 28 mm xience xpedition stent was advanced to the lesion and deployed at 16 atmospheres. During angiography, a dissection was noted at the distal end of the stent. Another stent was used to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.